Event description:
Healthcare professional reported the patient has a longstanding infection as evidenced by redness, drainage, incisional wound opening, and pocket erosion of the device pocket. It is unknown if a culture was done, but the patient does not have meningitis. Patient was treated with oral antibiotics. The patient's infection is termed "ongoing" and patient refused explant of the device.